Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This will be filed to report difficulty positioning the clip delivery system. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4 and heavily restricted posterior leaflet. The clip delivery system (cds) was advanced but due to difficulties with imaging there was some difficulties controlling and grasping with the cds. After several attempts, a satisfactory grasp could not be achieved. The physician decided to abort the procedure. Mr remained at 4 and there was no damage noted to the mitral valve. After the procedure, the physician showed that the gripper lever could not be rotated, the gripper lever could advance and retract without rotating it. Gripper lever functionality was good during the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and without the device to analyze, a cause for the reported unintended movement associated with delivery catheter (dc) shaft positioning and inability to rotate the gripper lever cannot be determined. The reported positioning failure however, appears to be due to a combination of the patient conditions and the procedural conditions of the unintended movement. The reported poor image resolution appears to be related to suboptimal imaging and thus related to procedural circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.